Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, when the nurse was disconnecting the gold probe, after the procedure had been completed, the handle that plugged into the generator broke off of the gold probe. There was no damage noted to the device, or device packaging, prior to use. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.